Event description:
It was reported that the customer was admitted to the hosp for high blood glucose and diabetic ketoacidosis. The customer reported that she had rec'd alarms. Troubleshooting was performed. The customer is concerned that her pump is not working correctly as she had experienced low blood glucose levels during her hospitalization.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.